Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient started to have a hot, shooting pain in their side that would come and go. On (B)(6) 2016, it was noted that the pain was on their left leg and started on the saturday prior to the report. They noted it to be a red, hot, ice pick in their leg. Sometimes, the pain would run down the leg. This would happen when they were getting in and out of bed or out of the car. They noted that the pain was not all the time; it would hit and then go away. They never knew when it was going to hit and they didn't know what to do. They thought that their wire was pushing a nerve.